Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/25/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During evaluation of the device it revealed there was a tear measuremening approximately 0.4 cm located on the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog # 3542650, lot # 154572. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses were performed.